Event description:
The patient reportedly experienced loss of sound. The external equipment was exchanged and programming changes were made. The problem was not resolved. Additional testing showed that the device was not functioning. Revision surgery has been recommended.